Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted with white horizontal lines and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.